Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation of the rayone toric rao610t iol the healthcare professional observed a crack on the lens. The rayone toric rao610t was explanted and exchanged during the original surgery session. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion": inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event. There is insufficient information available to determine the cause of the damage to the lens immediately post implantation.

Event description:
On 6th november 2023, rayner received notiifcation from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that there was a crack on the lens immediately post implantation necessitating explantation and exchange.